Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause was unable to be identified. However, it is likely the event (no image) occurred due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was therapeutic and completed using the same set of equipment.

Event description:
The customer reported to olympus, the video system center had an abnormal image. The issue was found after use in an unspecified electronic laparoscope procedure. There was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no image due to a faulty scope socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.